Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 91 months, it was reported that during elective ICD replacement, a superficial lesion of the linox body was noted near the df-1 connector. The impedance test and trend did not show evident incongruities.